Event description:
The reporter stated an aq2003v silicone three piece lens was torn while the tech loaded the lens into the cartridge, but was not noticed until the lens was inserted. The incision was enlarged to remove the lens and another same model lens was implanted. Sutures were required to close the incision. The reporter stated the cause of the damaged lens was due to a loading error.